Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4471, competitor lead, implant date: (B)(6) 2008; 4194, lead, implant date: (B)(6) 2004; d334trg, ICD, implant date: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the hospital with syncope. The lead was described as "broken" and "failed". Due to noise on the pace/sense portion of the lead, it was determined to be fractured. The pace/sense portion of the lead was capped and replaced. The insulation on the high voltage portion of the lead was repaired and remains in use. No further patient complications have been reported as a result of this event. It was further reported that the right ventricular lead pace/sense portion failed approximately 6 years ago. The pace/sense portion of the lead was replaced. It was later reported that the right ventricular lead had high impedance and a possible fracture. The lead was explanted and replaced. While extracting the lead, the atrial lead had dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.